Manufacturer narrative:
The excor blood pump, s/n (B)(6), was in use on the patient until the pump exchange (8 days). We have reviewed the production records of the excor blood pump s/n (B)(6). This pump was produced according to our specifications. On (B)(6) 2018 the blood pump in question was returned to berlin heart gmbh for investigation. During evaluation, the reported squeaking noises were confirmed and reproduced. During operation on patients, a squeaking noise can sometimes occur on the pu valves. Further analysis indicated that the squeaking of the valves resulted from a vibration of the valve leaflets. This effect only occurs in a valve-dependent pressure range in the locking direction of the valve. The pressure at the valve is strongly dependent on the patient's circular system, the implanted cannulas and the patient's blood properties. Therefore, the squeaking may start or stop when the drive parameters are changed or the patient's mobility changes. The pump was produced according to the implemented CAPA measures (cp-20-012). The blood pump was exchanged. The patient had no lasting effects. To reduce the occurrence of incidents with the same failure patterns, berlin heart is working on further measures.

Event description:
Berlin heart gmbh was informed by the clinic that a whistling and a squeaking sound of the excor pump was noted in a patient implanted on (B)(6) 2024. The patient's ldh value showed hemolysis. Berlin heart recommended a pump exchange. Later, the site informed that the patient's ldh level increased to 895 and the pump was replaced on (B)(6) 2024. After the pump change the ldh level decreased to 705 on (B)(6) 2024. According to the site, the pump maintained full fill and ejection and functioned as intended. The patient remains clinically stable since the pump replacement.

Manufacturer narrative:
The excor blood pump, s/n (B)(6) on the patient since (B)(6) 2024 until the pump exchange on (B)(6) 2024 (9 days). We have reviewed the production records of the excor blood pump s/n (B)(6). This pump was produced according to our specification. A detailed investigation report will be provided as soon as it is available.